Manufacturer narrative:
A ge representative evaluated the system and tightened bolts and screws. System operates as intended.

Event description:
Customer reported the lock handle does not lock and is loose and will come off. No pt injury was reported.